Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerned a female of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (humalog mix 25) in cartridges for use in a humapen luxura burgundy device, twice daily (dosage, route, and indication for use not specified) beginning on an unspecified date two years earlier (estimated as (B)(6) 2009). On an unreported date, the patient's humapen luxura device was not working so she went to her pharmacist for a replacement (product complaint (B)(4)/ lot unknown). The patient's pharmacist provided her with a humapen memoir device instead of humapen luxura device. It was reported that the patient did not receive training for the humapen memoir device (product complaint (B)(4)/ lot unknown) and ended up at the hospital. Her blood sugar went up to 9.2; average 4 to 10 (units not provided). Additionally, it was reported that the patient felt she was going to die if she did not take her insulin. Other treatment or hospital information was not provided. The outcome of the events was not reported. It was also reported the patient was scheduled to undergo major surgery on an unspecified date for an unspecified indication. No additional details were provided. Insulin lispro protamine suspension 75%/insulin lispro 25% was continued via a newly provided humapen luxura device. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. Update 02 nov 2011: additional information received on 02 nov 2011 from the product complaint safety department, and processed with the original case, updated the humapen luxura from an unknown to a burgundy device; added product complaint / lot unknown for the humapen luxura; updated the medwatch and EU/ca fields; and updated the narrative. Update 08 nov 2011: additional information received on 04 nov 2011 from the initial reporter: information regarding a future scheduled surgery added to narrative. Narrative updated accordingly. Update 17 nov 2011: additional information received on 17 nov 2011 from the global product complaint database added the memoir device specific safety summary; updated the improper use and storage fields to yes; and updated the medwatch and EU/ca fields. Update 28 nov 2011: additional information received on 21 nov 2011 from the initial reporter: authorization for release of medical information form received with permission for release of medical information.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerned a female of unknown age and origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (humalog mix 25) in cartridges for use in a humapen luxura burgundy device, twice daily (dosage, route, and indication for use not specified) beginning on an unspecified date two years earlier (estimated as (B)(6) 2009). On an unreported date, the patients humapen luxura device was not working so she went to her pharmacist for a replacement (product complaint 1929254/ lot unknown). The patients pharmacist provided her with a humapen memoir device instead of humapen luxura device. It was reported that the patient did not receive training for the humapen memoir device (product complaint 1926895/ lot unknown) and ended up at the hospital. Her blood sugar went up to 9.2; average 4 to 10 (units not provided). Additionally it was reported that the patient felt she was going to die if she did not take her insulin. Other treatment or hospital information was not provided. The outcome of the events was not reported. It was also reported the patient was scheduled to undergo major surgery on an unspecified date for an unspecified indication. No additional details were provided. Insulin lispro protamine suspension 75%/insulin lispro 25% was continued via a newly provided humapen luxura device. The patient was the operator of the device and it was unknown if she was trained. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. Update 02nov2011: additional information received on 02nov2011 from the product complaint safety department, and processed with the original case, updated the humapen luxura from an unknown to a burgundy device; added product complaint / lot unknown for the humapen luxura; updated the medwatch and EU/ca fields; and updated the narrative. Update 08nov2011: additional information received on 04nov2011 from the initial reporter: information regarding a future scheduled surgery added to narrative. Narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. New, updated and corrected information is referenced within the update statements. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient stated that her pharmacist provided her with a humapen memoir device instead of humapen luxura device. She did not receive training for the humapen memoir device and ended up at the hospital due to elevated blood sugar. The actual device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is evidence of improper use. The patient received the incorrect device from the pharmacy and was not trained on the use of this device. This may be relevant to the complaint of elevated blood sugar.